Event description:
It was reported that the patient experienced a systemic infection. The source of the infection is not known. The implantable pulse generator (ipg) system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1 implantable pulse generator (ipg) (B)(6) 2008; 5076-58 implantable pacing lead (B)(6) 2001. (B)(4).